Event description:
The customer reported the communication between the generator and the workstation failed. The field engineer responded that this resulted in a loss of live images as the system was unable to perform fluoroscopy. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system interface board was evaluated and reseated. The system was tested and found to be working as intended and returned to service.